Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to chest pain. The right ventricular (rv) lead was found to have oversensing causing the lower pacing rate to drop below the programmed value. The lead remains in use. No further patient complications have been reported as a result of this event.